Event description:
Initial rptr indicated to our foreign country representative that they had a failure to program on their programming wand. Reported that the battery terminal was loose on the programing wand. The battery was changed. The wand is at the MFR pending completion of product analysis.